Event description:
Problem statement: the customer reported that the device needed to be evaluated. During the product evaluation, the device was discovered to have no audio. The device was in use on a patient. There was no report of patient or user harm.